Manufacturer narrative:
The device was not available for return. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the trial procedure the patient developed leakage of cerebrospinal fluid. A blood patch was administered and the procedure was aborted. The leads were never placed. The patient has recovered without sequelae and will start another trial in the future.